Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that his insulin pump alarmed motor error during rewind. Troubleshooting was performed. Ran a displacement test and the device failed the test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.